Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve migration is a rare complication of valve replacement and is usually due to sizing, suturing, friable tissue, and/or implant technique. The event may have also caused or contributed to the onset of new mitral regurgitation and need for a mitral valve replacement on post-op day five. Based on the information received the cause of the event remains indeterminable; however, surgical technique may have contributed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 25mm aortic valve was explanted after five days from implant due to valve migration into the ventricle. The implant procedure was performed in a patient with a heavily calcified annulus (regular-circular shape) by ministernotomy; mitral regurgitation was not observed on echo. Reportedly they did not interfere with the mitral valve because ministernotomy was performed to implant the aortic valve. Mitral regurgitation increased day by day. After five days they took the decision to re-operate the patient for mitral valve replacement and they found that the aortic valve had migrated into the ventricle. Therefore, during the same procedure, they removed the aortic valve and replaced it with a non-edwards valve and implanted a non-edwards valve in the mitral position. The patient was noted as to be hospitalized, in stable condition. The explanted aortic valve was returned for evaluation.